Event description:
It was reported that the right ventricular lead dislodged one day post implant. The capture thresholds and lead impedances were high in both unipolar and bipolar pacing configurations. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.